Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the malposition of the aortic body with left renal ischemia (found to be a left renal infarction) and additional surgical procedure (brachial cutdown) complaints are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. It was reported the first nested knob wire made a grinding sound when it was retracted (confirmed in the operative note) which was not normal, and the second nest knob wire pulled back through the second knob in a loop. It could not be conclusively determined if this contributed to the reported event. Procedure related harms were renal insufficiency (elevated creatinine) and renal infarction (irreversible ischemic changes to tissue). The final patient status was reported as discharged home on postoperative day four in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. G3: awareness date ¿ updated, h6: investigation finding codes - remove code 3233, h6: investigation conclusion codes - remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was being treated for an abdominal aortic aneurysm with the implant of an alto abdominal stent graft system. During deployment of the alto main body the graft was placed at just about the target location and the first nested knob was deployed. During the removal of the knob, the wire pull, the release wire of the second nested knob released the proximal stent crown and fixated the device covering the left renal artery. The physician pulled the main body distal and felt like it was in place. The polymer was injected. The procedure was completed per instructions for use. The completion angiogram showed that the left renal had no perfusion. The physician accessed the left brachial artery via cutdown approach to attempt to gain access from above into the left renal artery. This was unsuccessful. The procedure was completed.